Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insulation damage allegation was confirmed based on the observation of a puncture hole in the insulation in the tip region of the lead.

Event description:
It was reported that this left ventricular (lv) lead that was not successfully implanted due to lead body and electrode end damage. It was observed that the wire went through spiral. This lead was never in service. No adverse patient effects were reported.